Event description:
The pt is an eight-year user of enteral products due to gerd and malnutrition. He is a physician with a high level of enteral product usage skill. He experienced unusual leakage from this lot of enteral delivery set bags by zevex. His formula leaked for several days, leaving him calorie and nutrient-deficient until he was able to patch and re-fill the bags. He received replacement enteral delivery sets by zevex and has not experienced further problems.